Event description:
It was reported that a magnet was used to change modes while the patient was having a procedure. Once the magnet was removed the reed switch in the device remained closed. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. After reviewing the device data it was found that the device was stuck in a session on (B)(6) 2010. A possible reed switch issue is suspected. The device was received and analyzed. The primary analysis revealed an intermittent reed switch failure.